Event description:
A shoulder procedure was performed at a hospital that is not associated with the reporting hospital (initial reporter); therefore, the precise procedure date is not known. The pt was brought to the reporting hospital in 05 to have a catheter fragment removed, which was the result of a catheter break. There were no complications in the removal of the fragment and the patient was discharged on the same day. To date, the patient has had no further problems related to this incident. The fragment was discarded and will not be returned.